Event description:
Adverse event: drug eruption like erythema multiforme exudativum. On (B)(6) 2010: a (B)(6) year-old male pt who is a dentist rec'd 1st artz dispo injection for osteoarthritis. On (B)(6) 2010-: he rec'd 2nd artz dispo injection. On (B)(6) 2010: systemic rash developed in early morning. He called the physician about the event. The physician told him to stop taking any drugs. On (B)(6) 2010: he visited a neighboring hospital because, the rash was aggravated. He rec'd a therapy for the rash and went back home. He visited the hospital again at 9:00 pm because, his symptoms didn't subside, and was admitted. On (B)(6) 2010: he was in the hospital. Escharosis was observed. According to him, his symptom was diagnosed as drug eruption like erythema multiforme exudativum. The injection physician considered the rash was most likely related to celecox but the relevance to artz dispo and mucosta couldn't be ruled out completely. The causality between the event and artz dispo was unlikely.

Manufacturer narrative:
Additional implant date: (B)(6) 2010. We are now investigating this case.